Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicated the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.